Manufacturer narrative:
Physio-control reviewed the provided evaluation and determined root cause was a loose battery connection.

Event description:
The customer contacted physio-control to report that their device was unable to be defibrillated. This issue is patient related; however there was no adverse event reported. The customer indicated "that the patient survived as another defib was used".

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.   Physio-control evaluated the customers device and verified the reported issue. The battery pins were reseated and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
.The customer contacted physio-control to report that their device was unable to be defibrillated. This issue is patient related; however there was no adverse event reported. The customer indicated "that the patient survived as another defib was used".